Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, the physician felt that the valve was not related to the clinical observations but chose to explant the valve as a precaution. Without the return of the valve for analysis, a root cause cannot be determined. Should the device be returned for analysis, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five months after implant of this bioprosthetic valve, the patient presented with a transient ischemic attack (tia). A transesophageal echocardiogram revealed a clot above the valve, and a procedure was performed to remove the clot. It was reported that the valve appeared to be functioning well. Approximately 12 months post-implant, the patient presented again with a clot although she had been compliant with anti-coagulation therapy. The valve was explanted due to thrombus formation and replaced with another manufacturer's valve. No subsequent adverse patient effects were reported. The physician believed that neither the tia nor the thrombus formation were related to the valve, but elected to explant and replace the valve as a precaution.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Device return has been requested; it was reported that the valve was sent to the facility¿s pathology department following explant and may not be released to medtronic for analysis. A follow-up report will be submitted should the product be returned or when the investigation is completed. (B)(4).